Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000099645.

Event description:
It was reported that the spinal cord stimulation (scs) lead progressively displayed more impedances until the lead no longer worked. As a result, the patient no longer felt stimulation, and their pain returned in the legs, feet, and back, requiring the need to walk with a cane. The patient underwent a lead replacement procedure. The device was discarded by the medical facility and will not be returned. The patient was doing well postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was replaced to address the issue. Therapy was restored post-operatively.